Manufacturer narrative:
Through follow-up additional information and the device serial number was provided. Therefore, the following fields have been updated accordingly: patient age/date of birth: (B)(6) 1956, patient gender/sex: female. Date of event: (B)(6) 2019. Model#: zxr00, catalog#: zxr00u0295, expiration date: 09/17/2022, serial#: (B)(4). Unique identifier#: (B)(4). Implant date: (B)(6) 2019 device manufacture date: 9/17/2017. There were no complications such as incision enlargement, capsule tear, vitrectomy or sutures. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d10: device available for evaluation, yes. Section d10: returned to manufacturer on, 08/22/2019. Section h3: device returned to manufacturer: yes. Section h7: correction: in initial report section h7: if remedial action initiated, check type: was entered as notification but should have been blank. Device evaluation: the product was received in a zip lock bag. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. Model #: unknown, information not provided. Catalog #: unknown, information not provided. Expiration date #: unknown, as lot number was not provided. Serial #: unknown, information not provided. If implanted, give date: unknown/not provided. Device manufacture date: unknown, as lot number not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report that a symfony iol, model not provided, was explanted from the patient¿s operative eye due to refractive surprise. The outcome was 20/60 distance and inadequate near vision. The explanted lens was replaced with a monofocal iol to meet the patient¿s needs. No further information was provided.